Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the outer coils of the flexible shaft are broken near the junction with the screwdriver tip. The coils have relaxed and are loose over the length of the shaft. The corners of the hex tip are slightly rounded and there are numerous circumferential surface scratches on the tip od. The outer coils have broken but the inner spring is still intact and the screwdriver still functions as designed. The breakage appears to be the result of applying excessive force combined with the age of the instrument. The design is adequate for the intended use and, even with the breakage of the outer coil, the instrument still functions as designed. The complaint appears to be the result of the use of excessive force combined with the age of the instrument. Since the circumstances around the use are unknown it is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4). The procedure that took place was reported to be placement of a trochanteric fixation nail (tfn).

Event description:
It was reported that during a procedure to place a tfn, the 5.0mm flexible hexagonal screwdriver began to unravel. The surgeon was able to use the screwdriver to complete with no adverse effect to the patient.